Event description:
A loud clatter was heard, and a male voice shouting. Staff went to check it out. The tech, (confirmed by patient and family), stated that the patient was using the side rail as support to get up, and it gave out. He jerked to the side, but didn't fall. He complained of pulling and severe pain. Np was notified, biomed was notified. Received order for stat morphine, which relieved most of the pain (from 8/10 down to 2/10), and pt was taken for stat lumbar CT (which he was already scheduled for). Manufacturer response (as per reporter) for regular hospital bed, total care general carethe "false latching" concern of the site, was duplicated by slowly & gently raising the siderail and holding it up just before the latch makes full engagement onto latch-pin. The "false latch" is defined as . . . . . . .a siderail remaining in the up position without being fully latched and not capable of supporting the full design load.